Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 199 mg/dl and went up to 271 mg/dl. Healthcare professional did not believe that customer was getting basal delivery. Customer had symptom of vomiting, nausea, abdominal pain, frequent urination and difficulty breathing. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer reported that basal rates were programmed inaccurately. Customer would call back for proper programming.